Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User contacted the emergency support program for assistance with zeroing a newly inserted fiber-optic (fo) balloon. The pump was inflating and deflating; however, no blood pressure waveform was displayed. When calibration was attempted, the pump displayed the message unable to calibrate when not in assist. No patient harm was reported.